Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. A clip test was performed and the grips failed. Additional findings not reported by site include the following: the clip applier instrument was found with one grip bent. The damage was found at the grip tips, causing a 0.02 offset at the tips. As a result, the clip could not be properly closed.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The medium-large clip applier would not form a clip appropriately. The procedure was completed with no reported injury.